Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed failure analysis investigation. The instrument exhibited a broken pitch cable at the distal clevis hub. The broken pitch cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported prior to starting a da vinci myomectomy surgical procedure, the customer identified a wire that had fallen out of a tenaculum forceps instrument and subsequently did not use the instrument. The customer indicated that they did not have any issues with this instrument during the previous surgical procedure or central processing. No patient harm, adverse outcome, or injury was reported.